Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. The visual inspection revealed that the part was returned in two pieces as the post had fractured off of the insert. This inspection was conducted by the naked eye. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the inspection drawing, the final inspection includes the verification of part configuration per print. Also, material specification, shall control the quality and manufacture of 7.5 mrad cross-linked ultra-high-molecular-weight polyethylene. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka had been performed in 2010. The patient experienced a broken post of the lgn xlpe ps insert sz 7-8 13mm. A revision surgery was performed on (B)(6) 2024 to address this adverse event. Patient's current health status is unknow.